Manufacturer narrative:
A manufacturing record review was completed and zero nonconformance's were found. A returned product evaluation was also completed, as the vari-lase bright tip fiber was returned. The returned product confirmed the complaint received; no tip was present on the fiber. The IFU precautions, "exercise care in handling of the vari-lase laser fiber during a procedure to reduce the possibility of accidental breakage, bending or kinking". It is undeterminable how the tip broke off.

Event description:
On opening of the device the tip broke off. Unfortunately, the tip cannot be returned, as it was discarded. The rest of the fibre is available for inspection. This was found prior to use on a patient. No injury or impact reported.